Event description:
Spontaneous call from IV veletri patient had resumed infusion by the time I got a hold of him, but had said he tried multiple cassettes on multiple pumps and believed the cassettes were defective, provided cassette lot 4372072 did not work but cassettes from other lot (not provided) did. Patient requested replacement pumps as well, just in case. Patient stated he had flushed his line so he was confident the 'high pressure' alarms were not the result of an internal blockage. Patient confirmed infusion was running. Patient said he was experiencing bad diarrhea while on the call, which occurs "whenever I am off my medication" pt did not specify how long they were off the infusion but did report ongoing diarrhea. Product lot number and expiration date were systematically retrieved from the dispensing system. The reported product fault did occur while in use with a patient. The product issue did not cause or contribute to patient or clinical injury. The actual device is available to be returned for investigation. The device is being replaced. The patient did have a backup device they were able to switch to. The patient was able to successfully continue their infusion. The infusion is life-sustaining. The event is resolved. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. If yes was any medical intervention provided? N/a. Is the actual cassette available for investigation? Likely. Did we replace the cassette? Replacement pending. Did the patient have additional cassettes they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. If no, what was the patient instructed to do in able to continue their infusion? N/a. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved. Resolved? Yes. Ongoing? N/a. Reported to cvs/caremark by: patient/caregiver. Reference report: mw5145653.